Event description:
The cell-dyn 3200 sl analyzer generated normal platelet results on a pt sample which had low platelets. The account initially ran the sample on the cell-dyn 3200 sl analyzer in the closed mode. Normal results of 167,000/ul and 217,000/ul were generated. The sample was repeated in the fragile mode and platelet results of 188,000/ul and 181,000/ul were generated. The sample was repeated in the open mode with similar results. The account considered the result suspect as a delta check was generated by their lis. The sample was then run on their cell-dyn 1700 analyzer with a platelet result of 13,000/ul which matched the pt's history and the slide review. The result of 13,000/ul was reported. There was no impact to pt management.